Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was not functioning as intended. Reportedly, after the customer pressed the "1,2,3" unlock buttons the screen would go back to the "1" button and would not unlock. Ultimately, the customer was able to unlock the screen. Customer's blood glucose level was 215 mg/dl.